Event description:
It was reported that there was a communication/telemetry issue and that the ins (implantable neurostimulator) was not connecting with programmer. Diagnostic testing or troubleshooting would be performed in the future. It was stated that patient programmer could not turn on the device even though stimulator was halfway charged. It was also stated that the charger could not locate the ins. Patient status at time of this report was alive with no injury. There were no patient symptoms or complications associated with this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up information reported that the did not respond to calls from manufacturer¿s representative to check their implantable neurostimulator (ins). If additional information is received, a follow up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. (B)(4).